Event description:
Removal of endosseous dental implants. Implants were placed on 03/20/97 in sites #29 and #30 (class iii-IV bone) during a complex procedure during which bone augmentation was performed using freeze-dried bone and resorbable membrane. The clinician reports that the reason for implant failure was due to thin bone, poor quality bone and the patient smoked one pack/day. The implants were removed on 05/27/97 due to mobility.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.